Manufacturer narrative:
The unit has been returned to the company and is currently undergoing testing.

Event description:
The company was notified on (B)(6) 2016 of an adverse event involving a companion 5 unit. The homecare provider retrieved the unit from the patient home on (B)(6) 2016 after learning that the patient had passed away. The oxygen concentration levels were reported as low by the homecare provider.

Manufacturer narrative:
The company was able to reproduce the customer complaint. The concentration and pressure of the unit were low. It was discovered that the cap seal on each side of the compressor were deteriorating, causing the compressor to fail.

Event description:
The company was notified on august 9, 2016 of an adverse event involving a companion 5 unit. The homecare provider retrieved the unit from the patient home on (B)(6) 2016 after learning that the patient had passed away. The oxygen concentration levels were reported as low by the homecare provider.